Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire on (B)(6) 2014. Patient's mother claimed that upon removal of the sensor pod, the sensor wire was not present. Patient's mother inserted sensor into patient's arm. At the time of contact, the patient's mother did not report any injury or medical intervention